Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2019. The patient experienced a fall on (B)(6) 2019 with reported left sided weakness for 5 minutes. Sustained a bruise to left temple and cheekbone. Patient was admitted on (B)(6) 2019 for transient ischemic attack (tia) evaluation. Echocardiogram and CT were ordered with no remarkable findings. The cause of the fall was unknown because the patient was alone at the time of the event, possible causes were alcohol intoxication and tia/small stroke. It was stated by the health care personnel (hcp) to potentially be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. No atypical alarms were observed and the log files showed the pump operating as intended. It was noted that the log files did not contain data regarding the fall that occurred on (B)(6) 2019. It was reported that the patient experienced a fall on (B)(6) 2019 and experienced left sided weakness for 5 minutes. The patient had sustained bruise to the left temple and cheekbone. The patient was admitted on (B)(6) 2019 for a transient ischemic attack (tia) evaluation. An echo and CT was ordered but there were no remarkable findings. The account communicated that the left sided weakness was noticed by the patient after the fall and the cause of the fall was unknown because the patient was alone at the time of the event. Possible causes were alcohol intoxication and tia/small stroke. The account also communicated that the fall was possible device related. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2019, when the patient was routinely transplanted. There is no product available for evaluation. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.